Manufacturer narrative:
Additional information in h3, h6. H10: the actual devices were discarded; therefore, a device analysis could not be completed. However, due to the customer¿s description of the event, the reported issue was verified. The cause of the condition was due to the manufacturing issue of inadequate solvent application to the set causing an insufficient bond. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the female connector and the mainbody of three (3) transfer sets. The event was further described as " come apart at the blue luer tip". This occurred during use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.